Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/27/2013 to the present date 01/02/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. (Software failure - 800 8000 os failure ) review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that an unknown error occurred with the device. No additional information was provided. There was no patient involvement.